Event description:
Customer reported that she had multiple high blood glucose. Troubleshooting was performed and the basal rates and settings in the insulin pump were correct. Performed the high pressure test twice, and the insulin pump failed. Insulin pump didn't alarm no delivery. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.